Event description:
The user was experiencing issues with the ise calibration and qc and stated he had to have some pt samples repeated. The user provided three sets of pt ise results and the sodium result for one pt was considered discrepant. The initial result was 134 mmol per l from the 917 and repeat result on the modular system was 142 mmol per l. No date or time of the initial or repeat testing was provided. The initial results were not reported, therefore there was no possible affect on the pt treatment.

Manufacturer narrative:
The field service rep determined the sample probe lld was faulty. He replaced the sample probe lld pcb, the ise probe and the isv number 8 valve. He ran qc precision and pt samples to verify the system performance and all results met specifications.